Event description:
The pt reportedly experienced vertigo and sound perception problems. The pt was treated for vertigo with prednisone. In 2005, the surgeon performed exploratory surgery to look for a fistula. The surgeon did not find evidence of a fistula. However, he suctioned effusion from the middle ear. The pt's device remains implanted.